Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 6216626. Medical device expiration date: 08/31/2017. Device manufacture date: 08/03/2016. " bd had received contaminated samples which could not be used for evaluation. Bd did not receive photos from the customer facility for evaluation; therefore, the investigation was limited. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 126 units blood collection tubes had poor gel migration.